Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an ablation procedure, air was aspirated into the syringe that was connected to the introducer extension port after being inserted into the patient. This occurred prior to any catheters being inserted into the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6 one 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.